Manufacturer narrative:
Model number/catalog number: sc-2208-50; serial number: (B)(4); batch/lot number: (B)(4); model/catalog description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing non-target stimulation, inadequate stimulation and discomfort at the ipg site. The patient underwent an explant procedure.